Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of myocardial capture at max outputs. Subsequently, it was found out that this lv lead was dislodged. This lv lead was explanted and was successfully replaced. This lv lead is unlikely to be returned for analysis as it was retained by the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.